Event description:
The customer observed falsely decreased platelet results generated on the cell-dyn ruby analyzer for a 40-year-old male patient. The smear review showed low number of platelets and some macroplatelets. The patient stated that he retested at another laboratory and the platelet count was normal. The following data was provided: customer normal reference range for platelet is 150 to 450 10e3/ul. Sample 1: (B)(6) 2022 sid (B)(6) plt result = 20.1 x 10e3/ul sample 2: (B)(6) 2022 sid (B)(6) plt result = 16.1 x 10e3/ul smear review: low number of platelets and some macroplatelets platelet result from different lab = normal no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2023, the customer provided additional data on this patient. On (B)(6) 2022 sid (B)(6), platelet result = 30.0 x 10e3/ul. On (B)(6) 2022, sid (B)(6), platelet result = 22.7 x 10e3/ul.

Manufacturer narrative:
Section b5- describe event or problem: additional patient results received (B)(6) 2023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Specimen reports were submitted for review. Review of the data found that results were flagged with wbc, nrbc/rrbc, nwbc, and rbc morphology flag, indicating that verification of the results was required. Review of the scatterplots found that plt population did not exhibit a normal distribution. The mpv also varied from count-to-count ranging from 7.04 to 14.5. Mpv around 14 is considered high, which might suspect a presence of macrocytic platelets. It was reported that a complete blood count was run in another laboratory generating normal platelet results; however, results from the other laboratory were not provided. The technologies used to measure plt in that lab were also unknown. The cell dyn ruby uses optical technologies to measure plt; most other hematology analyzers use impedance technologies. It could not be concluded whether the use of different technologies caused the plt count differences between the cell dyn ruby and the instrument used in the other lab as reported in this complaint. In addition, it was noted that general inspection of the smear showed a low number of platelets and some macroplatelets. Based on the information provided, the cause of the issue could not be determined. Difference in technologies and preanalytical factors could not be ruled out. The cell-dyn ruby analyzer flagged the results, indicating that verification of the results would be required. A review of tracking and trending did not identify any trends for the issue for the product. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby for serial number (B)(6) was identified.